Event description:
It was reported by the plaintiff¿s attorney that on or about (B)(6) 2009 the plaintiff was implanted with a monarc sling system ¿to treat pelvic organ prolapse and/or stress urinary incontinence¿. It was alleged that the plaintiff ¿began experiencing bleeding, pain, pain with sexual intercourse,¿ ¿urinary problems¿, ¿vaginal scarring/shrinkage¿, ¿returned to her physician several times¿, ¿suffered, and continues to suffer, serious bodily injury and harm¿, and has had other injuries.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.